Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration.

Event description:
Healthcare professional reported left side device rupture diagnosed by MRI where "silicone of the breast implant has migrated" and formed a lump found by the patient. The device remains implanted.

Event description:
Healthcare professional reported left side device rupture diagnosed by MRI where "silicone of the breast implant has migrated" and formed a lump found by the patient. Patient additionally reported "leakage over 80ml which has now affected my lymph node I was informed when device was placed that even if leaked the gel form silicone wouldn't travel which is not the case." The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Gel bleed: not observed. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure particles deformation wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d6b, d9, g2, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h4, h6.

Event description:
Device has been explanted.